Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found defective before use. The following has been provided by the initial reporter: due to coronary heart disease and insufficient blood supply to cerebral arteries, the patient was admitted to our hospital for hospitalization at 16:00 on (B)(6) 2019. On (B)(6), due to infusion needs, the nurse found that the catheter tube of the indwelling needle was bifurcated when placing the indwelling needle for the patient, and timely replaced the indwelling needle with a new one without causing adverse consequences.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8262367. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found defective before use. The following has been provided by the initial reporter: due to coronary heart disease and insufficient blood supply to cerebral arteries, the patient was admitted to our hospital for hospitalization at 16:00 on (B)(6) 2019. On october 23, due to infusion needs, the nurse found that the catheter tube of the indwelling needle was bifurcated when placing the indwelling needle for the patient, and timely replaced the indwelling needle with a new one without causing adverse consequences.